Event description:
A third party reporter alleged that an olympus cyf scope was damaged after processing in the sterrad nx system. The damage described was that the scope was blown up. The reporter contacted asp to obtain information about processing the scope. Customer contact information was withheld. The reporter stated that he would ask the customer to contact asp. The asp customer care representative reviewed the information found in chapter 4 of the sterrad nx user's guide that addresses the special considerations on the processing of flexible scopes in the sterrad nx. At this time, the customer is unknown, the sterrad nx serial number is not identified, the reported damage is unconfirmed, and it is unknown if there were any injuries due to this event. The age and usage of the olympus cyf scope is also unknown.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system (unknown serial number) could not be performed since the 3rd party reporter would not release the customer contact information. The complaint history for the sterrad nx did not reveal a trend for damage to customer device. The service history for the sterrad nx could not be performed since the 3rd party reporter would not release the customer contact information. Trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk." The damaged device was not returned to asp. A 3rd party repair company performed the investigation and stated that the root cause of the complaint was that the customer did not put on the eto cap prior to processing in the sterrad nx. It was confirmed by the 3rd party repair company that the scope was recommended for processing because of the presence of a white mark in the control section. The customer was notified of the investigation results by the 3rd party repair company.